Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, leading to water invasion of the scope connector, which led to an abnormality of electronic parts. As a result, the suggested event occurred. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a "focus function error¿ during the procedure. The procedure was completed successfully with a similar device. During inspection and evaluation, no image (error 315). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: lens glue worn on the light guide and the objective lens, distal end worn, bending section glue worn, insertion tube has minor marks, color ring of air/watter housing is worn, excessive fluid ingress at scope connector, light guide tube has minor delamination evident, angulation is out of specification, and electrical safety test failed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.